Event description:
It was reported the patient lost weight. As a result, the patient experienced pain and discomfort at the ipg site. In turn, surgical intervention occurred wherein the scs system was explanted due to a possible infection at the ipg site.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.